Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the root cause of the reported tibial plateau fracture and subsequent additional surgery (plating) is multifactorial and due to a user verses procedural variance as well as missing instrumentation in the set as reported. As it was reported, ¿instrumentation not fit for purpose had to be used resulting in a suboptimal procedure for patient.¿ reportedly, a decision was made to proceed with the surgical procedure using unspecified alternative surgical instrumentation from a competitor to impact the tibia and tibial insert due to the tibial impactor was not in the instrumentation tray. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed, ¿upon receipt in the hospital, instrument sets should be inspected for completeness. The patient impact beyond the reported tibial plateau fracture, surgical modification during the time of the original procedure and additional surgery to plate fracture cannot be determined. Per case communication, the patient¿s current health status: ¿patient had a further surgery to plate the fracture and is recovering well since this procedure.¿ therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
B4: description updated. D4: part number and lot number updated to unknown. H6: codes updated.

Event description:
It was reported that, after a knee procedure, at patient's 2 week review an x-ray was done and a large fracture was evident below spine of journey uni tibial implant. Patient had a further surgery to plate the fracture and is recovering well since this procedure.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device was not returned; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the root cause of the reported tibial plateau fracture and subsequent additional surgery (plating) is multifactorial and due to a user verses procedural variance as well as missing instrumentation in the set as reported. As it was reported, ¿instrumentation not fit for purpose had to be used resulting in a suboptimal procedure for patient.¿ reportedly, a decision was made to proceed with the surgical procedure using unspecified alternative surgical instrumentation from a competitor to impact the tibia and tibial insert due to the tibial impactor was not in the instrumentation tray. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed, ¿upon receipt in the hospital, instrument sets should be inspected for completeness. The patient impact beyond the reported tibial plateau fracture, surgical modification during the time of the original procedure and additional surgery to plate fracture cannot be determined. Per case communication, the patient¿s current health status: ¿patient had a further surgery to plate the fracture and is recovering well since this procedure.¿ device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. No part information was provided. However, the review of complaint history of the previous 12 months was performed for devices belonging to the journey uni tibial baseplate ti-6al-4v sub-brand and did not reveal similar events for the part numbers under this sub-brand. A review of the instructions for use documents for knee systems revealed that preoperative planning and meticulous surgical technique are essential to achieve optimum results as indications, contraindications, adverse effects. Also, tibia, femur, or patella fractures have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Device specific part number was not provided; thus, an evaluation of previous escalation actions and product prints review could not be performed. During the surgery the surgeon was informed that the tibial impactor from the journey uni knee set was missing but decided to proceed using instrumentation that did not fit for the purpose of the surgery, resulting in a suboptimal procedure for the patient. For this event, further investigation at the facilities was opened to investigate the reason the set was sent to customer with a missing instrument. It has been identified that an incomplete set was dispatched by the warehouse, the sales representative who did the booking was notified later, a different clinical representative covered the case unaware of the missing impactor and therefore the surgeon was not aware either. It can be concluded that the root cause was that the missing item was not available for replenishment at the time of the booking was made. The representative was notified of this, who then confirmed, that the case would still go ahead without this item. The warehouse dispatched the instrument tray, indicating the missing item. The case, however, was covered by a different rep, who was not made aware of this arrangement and therefore the surgeon was not advised of the discrepancy. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a journey uni knee set was sent to hospital without a accur-tib bs impact cmnt/press. Surgeon noticed after procedure had started and decided to proceed. When impacting tibia and tibial insert, instrumentation didn't fit for purpose and tibial plateau fractured below tibial insert. Surgery was resumed without any delay, with a competitor device. Current health status of the patient is unknown.